Manufacturer narrative:
The sample was received in the original packaging for evaluation. A visual inspection confirmed the missing blue security key. The direct cause was determined to be operative failure in assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a missing security clamp was observed on an all in one container. This event occurred during setup. There was no patient involvement. No additional information is available.